Event description:
Pt was revised for pain.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history was not provided. The investigation was limited to the info provided. The investigation could not draw any conclusions about reported pain. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.